Event description:
Patient underwent revision procedure to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The information for this sections is not available, please disregard the information for PMA/510(k) # on the initial medwatch. Depuy still considers this investigation closed.

Event description:
Update 03/16/2014 - medical records were obtained. Medical records indicate patient was revised to address a stained synovium, an osteophyte, and a cyst. The original resurfacing head is reported on a separate com. Dob was identified. Part/lot was identified on patient sticker sheet and will be updated. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 03/27/2014.

Event description:
After review of medical records the patient was revised to address painful right mom with mild synovitis. Operative note reported small amount of clear synovial fluid, moderate amount of stained synovium, mildly hypertropic synovium, small osteophyte was removed in the acetabulum. There was a small bone ingrowth less than 10 percent of the area the remaining portion had no bone ingrowth and cyst.